Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/29/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 55 mg/dl following insulin pump therapy after changing a dexcom g7 sensor. The user treated with oral carbohydrates including orange juice and peanut butter toast and bg levels returned to range. The user did not require medical intervention, hospitalization, or outside assistance. No long-term health effects were reported.